Manufacturer narrative:
Event reported by patient. Device acquired in (B)(6) hospital. Other: (B)(4) incident report reference no. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure. After the implant surgery, the patient had several urinary tract infections, body pain when getting up at night and in the morning feeling like being physically beaten, difficulty during sexual intercourse, pain in the hips, pelvis, lower back and buttocks, more intense on the right side. Difficulty walking, climbing stairs and dressing, weaknesses in the legs - the entire right side has been further forward for several years to compensate causing pain in the neck and right shoulder. The patient also felt discomfort everyday and episodes of more intense pain regularly and often the pain extended to the hands and feet.